Event description:
The customer reports: patient had PICC placed on (B)(6) 2020. The patient came into the ER because the PICC was leaking at the hub.

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied one photo and one video. The image showed the screen of what appears to be a vps monitor. The video shows a PICC catheter while it is inserted in the patient. The user injects liquid through the distal lumen. Fluid can be observed leaking out of the extension line. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report that the extension line leaked was confirmed through examination of the customer supplied video. The video showed liquid leaking from the distal extension line; however, the damage could not be confirmed from the video. Additionally, the actual complaint sample was not returned for analysis. The device history records were reviewed and did not reveal any relevant findings. The probable cause of the extension line leaking could not be determined based upon the information provided and without the actual sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: patient had PICC placed on (B)(6) 2020. The patient came into the ER because the PICC was leaking at the hub.